Event description:
The unit was returned to the covidien service center with the fault display, crt/lcd. Covidien service center found the unit had missing segments in the display. No pt harm reported.

Manufacturer narrative:
Covidien service ctr found the display had failed. The display was replaced.